Event description:
Product returned to medtronic for analysis - reported in medtronic database. Categorized by mdt as "c500" end of life (normal battery depletion) and closed. Analysis information -- (B)(6) 2024 15:07:03 cst pli# (B)(4) product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Mdt staging record ID (B)(4). Implant date: (B)(6) 2022.